Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. (B)(4)

Event description:
It was reported the coil could not be detached. After several attempts, the coil detached inside the catheter. The physician was able to push the coil into the aneurysm with a 1cc syringe of saline. No pt injury reported.